Event description:
It was reported that during a laparoscopic colon procedure, for the first device, the reload fell off during stapling. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.